Manufacturer narrative:
(B)(4). Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.0735 inches. Unit received with cracked case at the display window corners and display window. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that they had high blood glucose of 475 mg/dl. The customer's current blood glucose level was 78 mg/dl. The customer tried treating their high blood glucose with the insulin pump but then switched to an older insulin pump. Troubleshooting was performed. They will be sent a tubing clamp to perform the high-pressure test. The caller called back on (B)(6) 2017 to perform the high-pressure test. The insulin pump did not pass the high-pressure test. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.